Manufacturer narrative:
(B)(4). Similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description according to initial reporter: left side was accessed dilators passed, unable to pass 16 fr. Dilator. Right side was accessed dilators passed, unable to pass 16 fr. Dilator. Viabahn stent 9 mm was placed and ballooned with 9 mm x 4 cm balloon throughout stent. Dilators were passed again in sequential 14 fr., 16 fr., & 18 fr. Successfully. Attempted to pass device still would not advance. Reballooned and repassed dilators, attempted device again ridges noted in the sheath, device would not advance. Opened different device and it passed without incidence. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based the event description, it was possible to conclude, that the physician had access problems when using the dilators and when attempting to introduce the product. This was reflected by the need of redilation and re-ballooning by the physician. These problems are most likely related to patient anatomy and unsuitable preoperative case planning by the physician. The transverse ridges on the distal sheath are most likely caused by manipulation of the product during attempt to introduce the product, as the ridges were not seen during unpacking the product, only after manipulation of the product. Cook medical will continue to monitor for similar events.

Event description:
Description according to initial reporter: left side was accessed dilators passed, unable to pass 16 fr. Dilator. Right side was accessed dilators passed, unable to pass 16 fr. Dilator. Viabahn stent 9 mm was placed and ballooned with 9 mm x 4 cm balloon throughout stent. Dilators were passed again in sequential 14 fr., 16 fr., & 18 fr. Successfully. Attempted to pass device still would not advance. Re-ballooned and repassed dilators, attempted device again ridges noted in the sheath, device would not advance. Opened different device and it passed without incidence. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.